Event description:
It was reported that during a percutaneous coronary intervention a stent was damaged. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 2.5x28mm promus element stent was unable to cross the lesion, after removal it was noted that a stent strut was lifted. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis, therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).